Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer ran a dilcheck and corrected the bias. The customer ran quality control (qc), resulting higher than the mean. The ccc requested the customer to replace the sensor and rerun the dilcheck with fresh solution. The customer stated it corrected the bias and they reran qc, resulting low. The customer reran calibration and dilcheck and found their dilcheck bottle was old. The customer reran with a fresh dilcheck bottle. The customer replaced the sensor and the integrated multisensor technology (imt) rotary valve seal. The customer ran dilcheck and qc, resulting in range. The cause of the discordant, falsely depressed sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely depressed sodium results were obtained on eight patient samples on a dimension exl with lm instrument. The initial results were reported out to the physician(s). The customer reviewed the results and found them all to be low. The customer repeated the same samples on the same instrument, resulting higher. Corrected reports were issued to the physician(s). There are no known reports of patient intervention or adverse health consequences due to the discordant, falsely depressed sodium results.

Manufacturer narrative:
The initial MDR 2432235-2017-00085 was filed on february 8, 2017. Additional information (03/08/2017): the customer did not provide the sample to perform in-house testing. A siemens headquarters support center (hsc) specialist reviewed data provided by the customer. The hsc specialist stated that the issue was isolated to one patient sample. No instrument or reagent issue was identified. The customer continues to run quality controls and patient samples on the immulite 2000 for follicular stimulating hormone (fsh) without further issues. The cause of the discordant, falsely elevated fsh results on one patient sample is unknown. The device is performing within manufacturing specifications. No further evaluation of device is required.